Event description:
It was reported that during an unk procedure there were 2 devices used and the jaws would not open when closed on tissue, they manually opened the devices to remove them from tissue after struggling with the device. At this point they completed the case with the second device and removed it from the tissue with no pt consequence reported.

Manufacturer narrative:
(B)(4). Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.